Event description:
125ml syringe was used and plunger retracted after injection. Next pt was connected and tech injected 125cc of air into pt i.v. Tech claims they did not see screen showing that there was a "used" prefilled syringe. Pt was released home with no known problems.